Manufacturer narrative:
.

Event description:
It was reported that during a biliary drainage procedure, a guide wire breakage occurred. Upon advancing the 0.035 amplatz guide wire through another manufacturer's drainage catheter, the device became "stuck". The physician applied force in an effort to remove the device, however, the guide wire broke at an unspecified location. Both segments of the guide wire remained entirely within the drainage catheter and the guide wire and catheter were successfully removed as a unit. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".